Manufacturer narrative:
Concomitant product(s): a 1015 st jude lead; 1013 st jude lead, implanted: (B)(6) 1988, 695758 lead, implanted: (B)(6) 1988. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.